Event description:
Two events have been reported of leaky IV tubing within the past two weeks from our oncology unit. The primary set is found to be leaking from the lower connection of the upper clave. Tubing had to be replaced. The defect obviously compromises sterility of IV fluid. No patient injury noted.